Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. After the first pfa ablation (galvanize) in the rvot the patient became hemodynamically unstable. A tamponade was confirmed. A drain was placed and the patient was stabilized for transport to ICU. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).